Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining falsely reactive hbsag results for one patient sample generated on the dxi 800 portion of the unicel dxc 880i access clinical system used in conjunction with the access hbsag reagent kit (lot # 192336). The customer confirmed the positive results on the hbsag confirmatory assay. The result was reported out of the laboratory; however, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer sent out the patient sample for testing to two alternate laboratories to be tested on alternate methodology. The customer reported testing on roche and abbott methodologies produced 'negative' results on both methods. The samples were serum, which were frozen and thawed prior to analysis. The customer did not provide system check data. Per customer, the qc was performing within the established limits on the date of the event. Service was not dispatched for this event.

Manufacturer narrative:
The customer sent the sample to customer product line service (cpls) for investigative testing. The cpls results and conclusion are: sample was found reactive on screening hbsag assay (23.1 s/co). Sample was confirmed on the hbsag confirmatory assay with a hbsbk signal above 40%. Heterophile testing demonstrated the presence of interfering substances leading to a falsely reactive hbsag result since at least one of the heterophile blockers used in the test significantly lowered the signal. Other text: service was not dispatched.